Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 9 yrs ago. The product associated with this reported event was not returned for exam. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address infection. Poly wear of the meniscal bearings was discovered intraoperatively.